Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. It was noted that the clip was pulled out forcibly together with the intestinal wall tissue. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without the over-sheath. Microscope examination was performed, and there were hits found on the surface of the bushing hooks and bushing hooks were misaligned, indicating that there may have been difficulty experienced when attempting to release the clip from the catheter. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. No other issues with the device were noted. The reported event of clip failed to release from catheter was not confirmed as the clip assembly was not returned with the device. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. It was noted that the clip was pulled out forcibly together with the intestinal wall tissue. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. It was reported that the patient condition at the conclusion of the procedure was reported to be stable.